Event description:
A consumer reports that following intraocular lens (iol) implant surgery, his left eye vision is blurry at all distances. He reports the eye is tender and swollen and states he can feel the lens "slipping around" in the eye.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested 06/27/07 and 06/28/07 by phone, mail and fax. Additional info was rec'd 06/27/07 and 07/02/2007 by phone and fax.